Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the picture not coming on the screen issue was due to a broken plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no picture on the screen. The event had occurred prior to sedation of a therapeutic esophagogastroduodenoscopy procedure. There was a change in procedure / surgical technique. There were no reports of patient harm.